Event description:
It was reported that during a stent placement procedure, the stent allegedly could not be released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation however a video was provided which shows the operator attempting to deploy the stent using the triggel and the t-luer was detached from the slider which was already activated while the stent was still loaded in the catheter which leads to confirmed results for detachment and failure to deploy the stent is considered a cascading event. It was reported that a 7f introducer / 0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified, the lesion was pre-dilated and no damage was found on the device. The failure to deploy using the trigger is considered to have resulted from the detachment of the t-luer adapter from the slider. Based on provided video and as the sample was not returned for evaluation, the investigation was closed with confirmed results for detachment and the subsequent failure to deploy using the trigger is considered as a cascading event. A definite root cause for the reported event could not be determined. The intended placement of the device in the iliac vein represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessaries, the information for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to indications for use, the IFU states "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". H10: d4 (expiry date: 06/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.